Event description:
It waws reported that half of the display on the pump touchscreen was blanked out. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.